Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked. No leaks were observed. It could not be determined when the kink occurred. No other damages or defects were found with the device. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 407 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found the cannula to be bent. The device was originally reported for insulin leaking during wear.